Event description:
It was reported by repair work order that the litter was separating from the base, which could make it unstable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer repaired the unit before the technician was able to perform the evaluation.

Event description:
It was reported by repair work order that the litter was separating from the base, which could make it unstable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.